Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6009648 have already been tested for visual and flow and leak in the 2179233 on 08/jun/2025. All test results were within specifications as per the (B)(4) test report. A batch record review was conducted resulting in the following: packaging lot: the lot 6009648 was packaging according to the work instruction (wi) version 81, in the machine multivac 12, on 15/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k01556 was packaging according to the wi version 42, in the machine mp04 and mp08, on 14/oct/2024, with a total of (B)(4) units. The lot 4k00932 was packaging according to the wi version 42, in the machine mp04, mp05 and mp08, on 10/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 12-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6009648 and no more complaint have been registered in database for the same lot 6009648 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. Infusion set was used for 48 hours. Blood glucose level was over 400 mg/dl at the time of the event. Therefore, patient took manual shot of insulin. No further information was available.